Manufacturer narrative:
Evaluation summary: none of the components were returned to zimmer and x-rays were not provided. The implantation date of these components is unk, therefore the time in service cannot be determined. The pt was a (B) (6) male of large build. No other pt or procedural details were provided. Without any additional information, the probable cause of the loosening cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
Aseptic loosening of femoral and tibial components.